Event description:
A customer contacted beckman coulter regarding discrepant (+) urine test results obtained from the icon 25 hcg test kit. Customer indicated that they tested urine samples from two patients and obtained positive results, but when the same urine samples were tested on another lot, gave negative results. Both patients said they are not pregnant. Serum sample from one of the patients was quanted and gave <2miu/ml. This patient's urine was re-tested twice and got slight (+) results. No effect to patients has been reported.

Manufacturer narrative:
Retain devices tested by bci using controls and confirmed negative clinical urine sample gave expected results. Customer sample has not been received at this time. A clear root cause for this event has not been determined to date.